Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. It was reported that the complaint device will not be returned; therefore a physical evaluation cannot be conducted. This complaint cannot be confirmed. Per information provided by the affiliate, upon receipt of the devices by loan kits, it was noted that the obturator (mitek product) was used with a switchstick from a different company with a different diameter which is not compatible with our obturator. Therefore the root cause of the metal shavings may be attributed to device misuse by the customer. The lot number of the device was not provided which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4) - incomplete. Depuy synthes has been informed that the lot number is unavailable. Device not returned for evaluation.

Event description:
The affiliate reported via email during a shoulder stabilisation, the surgeon indicated the stick or obturator may be bent slightly causing metal debris to be deposited into the shoulder joint. Attending rep stayed to check the instrument and noted similar debris. Ae to patient: some metal debris noted in the shoulder joint. No delay to procedure. The procedure was completed with same like product. Additional information received via email from the affiliate on 9-13-17. On receipt of the devices by loan kits, it was noted that the obturator (mitek product) was used with a switchstick from a different company with a different diameter which is not compatible with our obturator. Therefore the reason for the event was due to off label usage by the customer. No devices will be available for manufacturer evaluation as this has been sent back to the customer. Action taken to manage the problem during procedure: the surgeon flushed out the metal debris from the patient¿s shoulder joint. No delay to procedure. No patient consequence.